Event description:
It was initially reported that a pt's device was found to be set to 0 ma during a routine office visit. The nurse practitioner stated that she did not know when the device was set to 0 ma. She made several attempts to re-program the pt's device but each subsequent interrogation showed that the pt was still set at 0 ma. The np also stated that the pt has been experiencing an increase in seizures and the pt's mother does not feel as though the device is working. The np indicated that she believed the device may be at end of service and the pt was referred for revision surgery. Good faith attempts to obtain additional info are currently being made.